Event description:
A female patient sustained a brachial plexus injury following a 13-hour spinal surgery at hospital in which the allen flex frame table extension was being used. The procedure took place in 2006 and was reported to an allen medical representative on site 3 days later.

Manufacturer narrative:
Three days after the patient surgery, a trained allen representative familiar with the use of this device evaluated the unit at the facility and found it to have no issues. The allen rep determined the facility staff may have positioned the chest pads too superiorly to support the patient in this case. The allen rep confirmed that one of the chest pads shifted off of its base under the patient's weight and the patient was resting partially on the plastic base during this lengthy operation. The staff was given a new inservice training for the product prior to the initiation of any new surgeries. There is no indication from the facility that the flex frame table ever failed or malfunctioned in any way.